Event description:
The customer reported that during the fourth case of the day a corneal burn occurred. No pt intervention has been reported. Two subsequent cases were able to be completed with no issues. No further info has been received.

Manufacturer narrative:
A customer service rep examined the system on the same day and found no issues with the system, handpiece, or footswitch. The system was checked and met all product specifications. A review of complaint data for the system indicates that there have been no add'l complaints related to the reported event. The root cause of the reported corneal burn is unk and cannot be determined because no sample was returned for root cause analysis, and the reported system met alcon specifications when serviced by an alcon technician. The risk management report was reviewed and the potential hazards associated with this use of the system have been analyzed and managed in such a way that all associated risks have been reduced to acceptable levels for thermal injury. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update; scleral and corneal burns during phacoemulsification, 1996, vol 25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 02/20/2008.